Event description:
Per pt tracking, this system was removed due to infection and, to date, no new system has been implanted. Lumax 540 hf-t, MDR 1028232-2010-00013. Setrox s 53, MDR 1028232-2010-00015. Corox otw-s 85-bp, MDR 1028232-2010-00016.